Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped, leaving screen illegible and unresponsive so pump could not be operated. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, confirmed warranty status and shipping address, instructed customer to place damaged pump into storage mode before returning it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.